Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated/metal coil in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and appendix disorder ("appendix") and was found to have weight increased ("have gained"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, appendix disorder and weight increased outcome was unknown. The reporter considered appendix disorder, device dislocation and weight increased to be related to essure. The reporter commented: patient had CT scan to see if her appendix was rupturing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: social media received- case became incident. New event weight gain was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated / metal coil in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), appendix disorder ("appendix"), tooth disorder ("I never had any problem with my teeth now all of a sudden they are awful"), allergy to metals ("nickel allergy"), pruritus ("itch") and rash ("broke me out") and was found to have weight increased ("have gained"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, appendix disorder, weight increased, tooth disorder, allergy to metals, pruritus and rash outcome was unknown. The reporter considered allergy to metals, appendix disorder, device dislocation, pruritus, rash, tooth disorder and weight increased to be related to essure. The reporter commented: patient had CT scan to see if her appendix was rupturing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: weight increased, tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added as nickel allergy, rash and itch. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated / metal coil in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), appendix disorder ("appendix") and tooth disorder ("I never had any problem with my teeth now all of a sudden they are awful") and was found to have weight increased ("have gained"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, appendix disorder, weight increased and tooth disorder outcome was unknown. The reporter considered appendix disorder, device dislocation, tooth disorder and weight increased to be related to essure. The reporter commented: patient had CT scan to see if her appendix was rupturing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: weight increased, tooth disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event added- tooth disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated / metal coil in abdomen') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and appendix disorder ("appendix") and was found to have weight increased ("have gained"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, appendix disorder and weight increased outcome was unknown. The reporter considered appendix disorder, device dislocation and weight increased to be related to essure. The reporter commented: patient had CT scan to see if her appendix was rupturing. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.